Manufacturer narrative:
Device evaluated by MFR: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that one of the splines in the distal cage was still bunching. The catheter was returned without a guidewire inserted. Thus, a known good guidewire was successfully inserted through the device, and no unusual resistance was felt. Subsequently, the catheter was deployed to basket and flower without difficulty. No tissue nor foreign matter was noted on the catheter nor in the sterile pouch. Microscopic analysis of the catheter did not note anything out of the ordinary that might have led to spline inversion or bunching. The allegation of spline bunching was confirmed; however, the allegation of stuck guidewire was not confirmed with analysis as a test guidewire was successfully inserted through the device with no unusual resistance.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the catheter exhibited spline bunching. The spline bunching was able to be mitigated in the body. However, the guidewire then experienced difficulty advancing and was getting stuck. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the catheter exhibited spline bunching. The spline bunching was able to be mitigated in the body. However, the guidewire then experienced difficulty advancing and was getting stuck. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.